Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part (B)(4), depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: medico femoral hip implant(s). Event: this was used in conjunction with depuy product in this patient.

Event description:
Maude report (B)(4) voluntarily submitted by patient states that patient received depuy acetabular components on their right side on (B)(6) 2006. Within a year, patient experienced pain and instability in their right hip, and was subsequently diagnosed with metalosis, pseudo-tumor formation and osteolysis, and was revised.

Manufacturer narrative:
Maude report ((B)(4)) voluntarily submitted by patient states that patient received depuy acetabular components on their right side on (B)(6) 2006. Within a year, patient experienced pain and instability in their right hip, and was subsequently diagnosed with metallosis, pseudo-tumor formation and osteolysis, and was revised. Doi (B)(6) 2006 - dor (B)(6) 2012 (right hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy acetabular device was implanted with competitor manufactured femoral devices. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.